Event description:
It was reported that during a remove follow up, post paced t-wave oversensing (pptwos) and far field p-wave oversensing were noted on the device. Abbott technical support was contacted and recommended reprogramming of the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.